Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device inside of its opened pouch, with the identification information. The anchor is broken and half of it is still on the inserter. A clinical review states one image of the device was provided for review however it does not indicate a root cause for the breakage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a triceps tendon repair, when trying to insert the footprint ultra anchor in the patient's ulna, it broke. The broken pieces were removed from the patient by suction and grasper. The procedure was completed using a back-up device in the originally drilled bone hole. There was a surgical delay less than 30 minutes and no further complications were reported. The current status of the patient is good.